Event description:
It was reported that the ilet was not displaying continuous glucose monitor (cgm) readings while the dexcom app showed values, and the cause was identified as the user entering an incorrect dexcom g7 pairing code during setup. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem in which instructions were not followed, constituting an improper procedure; no specific device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to follow instructions.